Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen with concentration 2000 mcg/ml at an unknown dose rate via an implantable pump for unknown indications for use. The date of pump and date of catheter implant were unknown. It was reported that during a pump refill procedure, there was a high residual volume in the pump reservoir. The date of event was unknown.  The expected reservoir volume was 6 ml and the actual reservoir volume was 14 ml.  The pump and complete catheter were explanted and replaced.  It was further reported that during explant, first catheter was unable to be aspirated. The physician had to cut the catheter several times during explant, and by cutting it near the entrance to the spine he recognized liquor dripping out the first time. So the intrathecal part was able to be aspirated then.  The issue was resolved.  The patient was without injury regarding their status as of (B)(6) 2023.  Factors that may have led or contributed to the issue were unknown.  The pump and short catheter (pump connector) would be returned to the manufacturer for analysis as the rest was not available.  The patient's medical history, gender, age, and weight at the time of the event were unknown or would not be provided.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# unknown serial# unknown explanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The pump had not been returned to the manufacturer as there was no response received yet from the patient regarding consent for analysis.

Manufacturer narrative:
H6 correction: the device code a24 was previously applied in error and has since been removed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.